Manufacturer narrative:
The device was returned to olympus and evaluated. A visual inspection performed on the device found the bending section skeleton broken; located approximately 75mm from the distal end side. The broken part of the bending section was found protruding through the bending section cover, causing the bending section to leak. The bending section cover was removed in order to reveal the extent of the damage to the bending section skeleton. Upon removal of the bending section cover, the bending section skeleton was found to be fully broken with sharp edges adjacent to the insertion tube, as well as two bending section tabs lifting at the same location. Based on the results of the device evaluation and similar reported complaints, the likely cause of the reported event can be attributed to user handling or technique. The instruction manual states the following: do not twist or bend the bending section with your hands. Equipment damage may result¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section."

Event description:
A user facility reported broken fibers on the urf-p6r uretero-reno fiberscope. No patient injury or harm associated with the problem was reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history record review. The device history record was reviewed for the product involved and it was verified the device was manufactured in accordance with documented specifications and procedures.